Event description:
During trouble shooting of an unknown alarm the home patient (hp) had change out the solution bags only and the cycler alarmed. The hp then changed out the cassette and was able to finish therapy. The baxter reminded the home patient to always change out all supplies and not one part. The hp understood. Write advised the hp of proper aspetic technique. The hp stated that he has spoken with his nurse regarding the issue. Therapy has been going well since incident. There was no patient injury or medical intervention indicated at the time of the initial report. No further information available.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested. The lot number was known so a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The complaint was confirmed, but the assignable cause for the use error was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot h11i03010. A labeling review found the labeling to be adequate for the use/user error identified in this incident.